Manufacturer narrative:
Section e initial reporter information was added since it was omitted from the initial.

Manufacturer narrative:
This report is being submitted to document the final investigation conclusions. H6 component code, type of investigation, investigation findings, and investigation conclusions codes have been updated to reflect investigation closure. Investigation summary: arrhythmia/ppae: the root cause of the injury was unable to be determined due to insufficient clinical details.

Manufacturer narrative:
Explant date was provided therefore d6b was updated.

Manufacturer narrative:
D6b: the explant date is unknown. The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
An impella 5.5 was surgically implanted via the right axillary/subclavian artery in a 74-year-old female with acute myocardial infarction (ami) and cardiogenic shock (cgs). The patient¿s clinical state prior to initiation of support was scai stage d shock. During patient rounding, the clinical team was notified that the patient experienced an episode of arrhythmia, torsades de pointes (tdp). The patient was subsequently shocked by their implantable cardioverter defibrillator (ICD). The treating physician attributed the arrhythmia to electrolyte imbalance, specifically low magnesium. While on support, the device functioned within expected flow ranges at p-7 (3.7 ¿ 4.5l/min). The patient¿s hemodynamics were stable following the event, and the patient remained an active left ventricular assist device (lvad) candidate. The failure mode was documented as arrhythmia, with no allegation of device malfunction. The device was not removed due to the event and the patient remained stable on support at the time of reporting. Based on the available information, the arrhythmia appears unrelated to device performance and is more likely attributable to patient-specific electrolyte imbalance, a known clinical risk factor for tdp.